Event description:
Following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. One month later the pt presented to her physician complaining of claudication in her right leg. An ultrasound was performed which identified the device to be located at the origin of the superficial femoral artery and producing a 75 stenosis. Although there was turbulence in the superficial femoral artery beyond the plug, flow in the profunda femoris artery was noted to be normal. A pseudoaneuryam was also detected at that time. At this time there is no recorded medical or surgical treatment for either the occlusion or the pseudoaneurysm. The pt was reportedly discharged home without complication. As of 10/05/1998 there has been no further report to the MFR of further complication or pt sequelae.